Manufacturer narrative:
Investigation summary: bd received one video for investigation. The video shows a device with blood leakage in the holder. The DHR for the unknown lot number could not be reviewed. This complaint has been confirmed for the indicated failure mode: sleeve function based on the video provided. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® eclipse¿ blood collection needle, the sleeve was pierced on the non-patient end of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® eclipse¿ blood collection needle, the sleeve was pierced on the non-patient end of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.